Manufacturer narrative:
In response to FDA report number: mw5088462. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient's family reported via a regulatory agency, that the patient experienced ¿pain,¿ ¿though fluid was around their implants¿, ¿breast cancer post implantation,¿ that the patient had ¿copd¿ (chronic obstructive pulmonary disease) and that the patient¿s ¿death¿ was believed to have been due to ¿penalization by opioids¿ which are non-device related events. The device remained implanted.